Manufacturer narrative:
The patient felt intense pain after completing an insulin injection. The pen could not push in the needle. The needle was found to be blocked and bent. The previous injection from the same day had no issues. Review of production documents revealed no abnormalities or deviations from the validated manufacturing processes for the batch. In-process control for the needle tip to the cannula is 100% completed before the inner protective cap is fitted. In-process permeability test was also 100% reviewed after siliconization. No device problem could be found.

Event description:
The patient felt intense pain after completing an insulin injection. The pen could not push in the needle. The needle was found to be blocked and bent. The previous injection from the same day had no issues.